Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g PMA / 510(k). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, field service engineer (fse) remotely dialed into device and confirmed that here were no failures. The customer successfully recovered smart remote manager. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, unable to recover fridge and was detecting door close or open. The customer reported that the malfunction resulted delay in dispensing as the user was not able to get medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, unable to recover fridge and was detecting door close or open. The customer reported that the malfunction resulted delay in dispensing as the user was not able to get medication. There were no adverse events or injuries reported based on this incident.